Manufacturer narrative:
On 24-jun-2021, mentor received additional information regarding the patient¿s information, suspected medical device, procedure type, side of the implant, and revision surgery. The patient is a 73-year-old caucasian female patient underwent a primary breast augmentation with a 325cc mentor smooth round moderate profile prosthesis (catalog #: 3501650, serial #: (B)(6) and experienced postoperative right-sided deflation. The patient is scheduled to undergo explantation with a mentor smooth round moderate profile prosthesis on (B)(6) 2021. The catalog number of the replacement device is 3501645 or 3501650. At the time of report, it is unknown which device is used as the replacement device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 19-aug-2021, the suspected medical device was returned for evaluation. On 23-aug-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned revealed a crease/fold on the posterior view, additionally, a tear was noticed within the crease/fold, measuring approximately 0.1 cm. Leak testing was performed according to the mentor procedure, and no additional leak sites were found. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified mentor saline implant and experienced postoperative deflation (unknown side). The diagnosis was confirmed via physical examination. At the time of this report, mentor has received no information regarding an expected explantation date.